Event description:
The physcian was positioning the subject cather in the selective site to perform an embolization of a cerebral avm. The catheter resisted the test withdrawal. After forty minutes, the catheter was removed, minus the distal segment. The physician was able to remove a portion of the detached segment. The physcian was able to remove a portion of the detached segment with a "snare" device. The rest of the detached segment occluded the avm. The pt. Was released with no neurological deficit.